Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced pacemaker syndrome symptoms. Interrogation of the implantable pulse generator (ipg) showed elective replacement indicator (eri) was reached earlier than expected. The device remains in use. It was also reported that the outputs on the right ventricular (rv) lead measured high threshold that had increased. The lead was reprogrammed and it remains in use. No further patient complications have been reported as a result of this event.